Event description:
The initial reporter received a questionable glucose hk gen.3 assay result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 16.9 mg/dl. The first repeat result from the analyzer was 31.3 mg/dl. The second repeat result from another c 503 analyzer was 92.0 mg/dl. This repeat result was deemed correct. The initial result was deemed low, prompting the patient sample to be rerun.

Manufacturer narrative:
The reagent lot number is 822380. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and determined that the event occurred because the sample probe pipetted an insufficient patient sample. He cleaned and adjusted the probe and reseated the cover. He performed successful calibrations, qcs, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.